Event description:
It was reported that during a colostomy reversal procedure, the device fired as intended. The staple line looked ok. The donuts were complete. The purse string was hand sewed. The other stapler used in the procedure was a contour. There was bleeding on the anastomosis line. The patient required a blood transfusion. These are all the details presently known. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).